Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the right atrial lead was evaluated for replacement because of previous sensing issues. No intervention was taken and the lead remains in use. No patient complications have been reported as a result of this event.